Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm thoracic aortic aneurysm. It was reported that there were difficulties releasing the tip capture mechanism for vamf3636c200te. It was reported the tip release handle was retracted and the tip capture mechanism did not open. The handle eventually opened after a few minutes of several handle and guidewire movements. As per the physician, the cause of the event is device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film analysis summary: review of pre-implant CT¿s and 3d-CT film report revealed that the patient had a 66mm max diameter taa located beginning within the descending thoracic, just past the moderately angulated arch. No appreciable calcification was observed. The proximal seal zone diameter beginning just caudel to the lsa ranged from 33 ¿ 35 ¿ 33mm along a 2cm proximal seal length. The thoracic contained significant thrombus, with a resulting flow lumen diameter that ranged from 23 ¿ 25mm at the proximal seal, and narrowed down to 22mm just above the start of the taa. A moderate 100 deg bend to the lateral-left was seen just distal to the taa. The distal seal zone located 250mm from the lsa measured 28mm in diameter, and the distal portion of the descending thoracic ranged in flow lumen diameter from 21 ¿ 24mm. The distal aorta, iliac arteries, and access vessels were not visible in the returned images. The cause of the deployment difficulties could not be determined fro the pre-implant films returned. Other than the thrombus seen within the proximal seal zone which possibly was a contributor, analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.